Event description:
The account alleged the side rail will not move up or down and will not raise to the latch position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail to resolve the issue.